Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized due to high blood glucose with blood glucose of 25 mmol/l. The insulin pump had multiple pump error alarms. The customer¿s other blood glucose was 7.5 mmol/l. The customer was provided with insulin and painkillers. Troubleshooting was performed for the motor error alarm and high blood glucose. Customer was unable to clear the alarm. Customer was unable to complete insulin pump rewind. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was advised that the insulin pump would need to be replaced and discontinue use of the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had constant motor error alarm during the rewind test due to motor encoder signal out of phase. Unable to complete the functional test, including the displacement test, basic occlusion test, occlusion test, prime test, excessive no delivery test, dat test, stop (idle) current and run current measurement tests, self test, off no power alarm test and unexpected restart error test due to constant motor error alarms. Unable to perform the pump trace history download or carelink upload due to constant motor error alarm. Unable to verify unexpected restart alarm, motion sensor test failure alarm or (communication anomaly on svn 000309657737) due to constant motor error alarm. Device had scratched case, cracked battery tube threads, cracked case at the reservoir tube window corner, a small crack on the reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.